Event description:
This spontaneous report was received from a physician and concerns a (B)(6) female injected with one 1.5 cc radiesse into nasolabial folds, midface and nasal bridge on (B)(6) 2014. On (B)(6) 2014, the patient returned to the office with what dr. (B)(6) described as cellulitis of the left lower face. M. (B)(6) , rn spoke with dr. (B)(6) who described patient's symptoms as warmth, erythema, swelling, with a mottled look to the skin. She is treating the patient with augmentin, vitamin c, prednisone, and kenalog im. She also described the oral cavity as having a purple color on the left side. They discussed vascular occlusion versus cellulitis. Dr. Lee was informed that infection does not normally occur within 24 hours post treatment and they explored a possible etiology of vascular occlusion. On (B)(6) 2014, dr (B)(6) consulted with dr. (B)(6) . The patient had evidence of an inadvertent intravascular occlusion with mottling of the facial skin on the cheek, dusky discoloration of the lip and mouth sores. She has been treated conservatively with warm compresses nitropaste, and steroids. She was initially on antibiotics and valtex which were discontinued. Fortunately all the tissue breakdown has been mucosal that has been treated with cleansing rinses and lidocaine swish and spit for symptoms as well as otc pain relievers. The patient did begin to develop some postinflammatory hyperpigmentation on the cheek in the areas of mottling and hydroquinone was recommended twice daily and sunscreen use religiously. On (B)(6) 2014, dr. (B)(6) staff stated that the patient is out of the country and they have not seen her as a follow-up. The patient was given medications for the trip.

Manufacturer narrative:
The device history record for radiesse lot 100074699 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.